Manufacturer narrative:
Patient age at time of event was not provided. Patient sex at time of event was not provided. It is unknown is this device was reprocessed and reused on a patient. (B)(4). Investigation: a review of dimensional verification, complaint history, device history record and a visual inspection was conducted during the investigation. The port housing and catheter lock were returned from one ip-5112-nc polysulfone vital port. According to comments in trackwise, the catheter detached from the vital port housing during treatment, and the catheter used was not the correct model. No catheter was returned with the complaint, therefore it cannot be inspected for size, damage, or conformity. A dimensional verification was performed on the outlet tube of the vital port body, and all dimensions are within cvi specification. The device and its components were observed under magnification, and no signs of damage, burrs, or anomalies were observed on the outlet tube or the vital port body. Manufacturing records were reviewed, and no signs of nonconformity were found. All manufacturing and inspection steps were performed and documented by trained personnel. Complaint records were reviewed, and no signs of a repeated issue with this device lot were found. Based on the details provided by the reporter, this complaint was caused by off label use of the incorrect catheter. Because the catheter was not returned, this could not be directly confirmed, and it is unknown if the catheter contained a nonconformity or damage, or if the catheter was incorrectly connected to the vital port outlet tube. No signs of manufacturing nonconformity, damage, or anomaly were found on the returned device. There are no signs that the vital port or the catheter lock contributed to this complaint.

Event description:
On (B)(6) 2016, access was gained from right vertebral artery, and the device was implanted in the temporal region to perform arterial injection chemotherapy. The vital port was inappropriately used off label in combination with another manufacturer's catheter. On (B)(6) 2016, when the user flushed the port after arterial injection chemotherapy, it was confirmed that the catheter was detached from the port. Therefore, another procedure was conducted to implant another port device (another manufacturer). No adverse effect to the patient reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2016, access was gained from right vertebral artery, and the device was implanted in the temporal region to perform arterial injection chemotherapy. The vital port was inappropriately used off label in combination with another manufacturer's catheter. On (B)(6) 2016, when the user flushed the port after arterial injection chemotherapy, it was confirmed that the catheter was detached from the port. Therefore, another procedure was conducted to implant another port device (another manufacturer). No adverse effect to the patient reported.